Manufacturer narrative:
On july 22, 2021, mentor became aware that section b1. Is product problem was not checked in follow up report 1. Manufacturer¿s reference number: (B)(4). B1. Is product problem has been checked.

Manufacturer narrative:
On june 28, 2021, mentor became aware that patient also experienced right sided deflation post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified saline mentor breast implants and experienced painful breast, redness, bubble moving, burning sensation, and tender areola on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.